Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer received a no delivery alarm during a manual prime. The customer's blood glucose was 364 mg/dl. The customer stated they had treated their blood glucose with the insulin pump. Troubleshooting could not be completed as the customer did not have a push plunger. Customer was advised to change their infusion set and reservoir. No additional information provided.